Event description:
The customer called and reported emergency medical services were called on (B)(6) 2015 for low blood glucose. The customer experienced blood glucose levels of 23 and 31 mg/dl. She was treated with cake frosting and sugar. The customer also reported the insulin pump was cracked and had a piece missing from it. At the time of this report, customer's blood glucose was over 200 mg/dl. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.